Event description:
Caller reports the plastic area surrounding electrical contacts of this inform base is burned. No adverse event reported. A request was made for the return of the device, replacement was sent.